Event description:
They were cleaning the olympus 366 scope and as they began to put the long brush down the scope channel broke very close to the end of the brush. They then removed the broken brush and used a new brush to clean the scope. There was no pt contact.

Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided, therefore it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. A document based investigation was carried out as the brush was discarded by the user and could not be returned for eval. The brush broke during cleaning of the endoscope. It is possible that excess force may have been applied. However, this cannot be conclusively determined as we were unable to replicate the conditions of use in the laboratory. Prior to distribution all dcb-d-50 brushes are subjected to inspection to ensure device integrity. A review of the manufacturing records for the product involved in this complaint could not be reviewed as the lot number was not provided. The disposable endoscopic cleaning brush is intended for cleaning the accessory channels of endoscopes. The device is supplied non sterile and is intended for single use only. No corrective action is warranted at this time. There was no pt contact and the two year complaint history has been reviewed indicating that this type of event is rare.